Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Customer stated they were experiencing un even bite, jaw pain and tmj, and cracking in their teeth due to the aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.